Event description:
Initially, it was reported that the patient was going to undergo prophylactic generator replacement. Clinic notes dated (B)(6) 2013 note that the patient will be referred for generator replacement because it has been implanted 6 years and the patient's seizures are worse. It was noted that the patient had a bad seizure the day prior. Attempt to obtain additional information will be made; however, no additional information has been received to date. Surgery is likely, but has not occurred to date.

Event description:
It was reported that the patient underwent generator replacement on (B)(6) 2013. The generator was received for analysis. Analysis is underway, but has not been completed to date. The physician indicated that the patient's seizures were about the same and that there was no change in severity or frequency and that there were no vns complication.

Manufacturer narrative:
MFR. Report # - corrected MFR. Report #, version 2: MFR. Report #1644487-2014-00287 was inadvertently created and used to submit version 2. The correct MFR. Report # for version 2 is 1644487-2013-03599.